Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) assessed the instrument alignments, and wash dispensing. Both were acceptable. Additionally the fse executed quality assurance controls which met specifications. Beckman coulter inc. Assessed customer supplied reaction monitor od (optical density) readings for the original and repeat samples. The assessment indicated that the r1 reagent entered the cuvette appropriately on the original samples, however it appeared that less sample may have been dispensed. This is consistent with the presence of bubbles or foamy sample. In this instance the instrument should have generated results with an "#" error flag (sample level detection error). An instrument sample level detection error was not reported by the instrument for this event. While the instrument performed within specification during the fse assessment of the instrument and the root cause is attributed to sample condition (foamy sample) the necessary instrument error message was not generated to reflect the sample level during this event. The reason as to why the appropriate instrument error message was not generated is unknown.

Event description:
The customer reported that on (B)(6) 2011 erroneous amphetamine and benzodiazepine results were generated on an olympus au400 clinical chemistry analyzer for one patient. The erroneous results were caused by the same sample issue. The patient's initial results for amphetamine, barbiturates, methylenedioxymethamphetamine, benzodiazepine, thc, cocaine, alcohol, methadone, opiates, oxycodone, pcp, propoxyphene, salicylates, and phenytoin were negative. Subsequent thin layer chromatography (tlc) testing detected the presence of amphetamine/methamphetamine. Additionally, the original aliquot sample was tested which generated a positive results for amphetamine, and upon testing of a new aliquot of the sample, positive amphetamine and benzodiazepine results were generated. The customer indicated that all olympus au400 clinical chemistry analyzer results were confirmed by a repeat analysis on an olympus au2700 clinical chemistry analyzer, however no data was provided to confirm whether the olympus au2700 clinical chemistry analyzer results were erroneous. The initial, erroneous amphetamine and benzodiazepine results were reported outside the laboratory however there was no death, serious injury or modification to patient treatment associated with this event. The sample was categorized as "foamy", non-beckman coulter inc. Reagents for amphetamine and benzodiazepine were utilized by the laboratory. Beckman coulter inc. Assessment of instrument/chemistry performance data indicated that chemistry assay quality control results met customer specifications during the timeframe of the event. Instrument maintenance was current at the time of the event.